Manufacturer narrative:
*Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. A getinge field service engineer (fse) replaced the inverter pcb (0671-00-0230) and also the safety disk (0997-00-0985-01) due to it being expired. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The maquet failure analysis and testing dept.(fat) received part number 0671-00-0230 ac/dc inverter serial number n/a with a reported unit failure of display is black with lines. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0671-00-0230 ac/dc inverter serial number n/a into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat dept. Could not replicate the complaint of the display is black with lines. The fat dept. Observed clear video on the screen with no problems. The board passed testing. Retaining the board in the fat. Dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display is black with lines. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display is black with lines. There was no patient involvement reported.